Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self test, off no power test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. No motor error alarm noted. Unable to complete functional test including occlusion test due to prime anomaly. Cracked battery tube threads noted during visual inspection.

Event description:
It was reported that the paramedics were called to assist a customer with high blood glucose. Customer's blood glucose reading was 420 mg/dl when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.